Manufacturer narrative:
Updated fields : b3, e3, g3, g6, h2.h6(type of investigation, investigation findings, investigation conclusions), h11. The fse tested the unit using a fiber optic tester, and all results were within factory specifications. Additional testing was repeated five times, with consistent passing results. The fse then disassembled the unit, cleaned the fiber optic bulbs, inspected all connections, and reassembled the system. Post-maintenance testing confirmed normal operation. A full functional and calibration check was completed, with the unit meeting all factory specifications. The unit was further evaluated by running it on a test balloon for approximately 30 minutes, during which no alarms or faults were observed. The unit was returned to service, as the reported issue could not be duplicated.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra aortic balloon pump(iabp) had optical sensor failure message on the display. There had patient involvement. No harm or injury to the patient was reported.